Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post implant procedure, upon device interrogation, the insertable cardiac monitor exhibited diagnostics anomaly where the electrograms and r-waves were not being seen. Interrogation was ended and when the device was re-interrogated, the device was not exhibiting the issues. No intervention was performed. The patient was stable.